Event description:
It was reported to philips that the device is not starting. The customer requested that a philips remote service engineer (rse) investigate the noted issue. Upon investigation, the cause of the reported issue was traced to a faulty pca therapy and therapy capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the pca therapy and therapy capacitor. The parts were ordered/shipped by the spare parts administrator to be replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text: customer requested remote sevice.

Event description:
It was reported to philips that the device is not starting. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.